Event description:
In late 2008, the patient reported that her blood glucose was elevated to 506 mg/dl after changing her infusion site. She stated that she drank 20 ounces of water, increased her basal rate by 200%, and bolused 10 units of insulin to lower her blood glucose. An hour later her blood glucose measured 564 mg/dl and she changed her infusion site. She stated that when she removed the infusion site the cannula was bent and she smelled insulin and believes it was leaking. The infusion device had displayed an e4 (occlusion) error earlier in the day. The expiration date of the infusion set was 2006-10. The patient was advised against using expired product. She stated that she has scar tissue and she was educated on alternative infusion sites. The patient tested her blood glucose and it measured 585 mg/dl. She was sent an infusion site insertion device. The patient called back on the next day, and stated that she had switched to her backup infusion device and she changed the insulin cartridge, infusion site, and infusion tubing and her blood glucose continued to be elevated to over 500 mg/dl. She stated that she had received two e4 errors while attempting to bolus. The patient called back on the same day, and stated that she received another e4 error while attempting to bolus 10 units of insulin. She stated that she had switched to another box of infusion sets and her blood glucose lowered to 427 mg/dl. She stated that she was still using her abdomen as an infusion site and she was educated on alternative sites. Upon follow up the same day, the patient stated that she moved her infusion site to her thigh and has had no further issues and her blood glucose lowered to 216 mg/dl. Her target blood glucose range is 80-140 mg/dl. Upon further follow up on the following day, the patient stated that she was doing "much better". She stated that the infusion site had fallen off during the night and her blood glucose measured 116 mg/dl this morning. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.